Event description:
The ino ventilator went into "electronic delivery failure." Pt was able to be ventilated manually, was not compromised from failure and was removed from ventilator. The pt was able to be weaned from ino and did not have to be put back on ino.